Event description:
It was reported that a patient presented with non-sustained right ventricular oversensing due to noise on the right ventricular (rv) lead. No changes or intervention was reported. The patient condition was not known.